Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.50 x 28mm synergy megatron was advanced for treatment. However, when inserting the megatron into the guide, the shaft snapped in half at the middle of the delivery system. The pieces were removed with no issues and the procedure was completed with a new device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr us 3.50 x 28mm was returned for analysis. A visual and microscopic examination of the crimped stent identified no damages. The stent was securely crimped on the balloon. The balloon cones were reviewed, and no issues were noted. There was no evidence of any positive pressures having been applied to the balloon. A visual and microscopic examination of the bumper tip showed no damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 81cm distal to the distal end of the strain relief. An examination of the break site identified no issues with the device which could have contributed to the break. Both sections of the hypotube were kinked at various locations along both sections of the break. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damages. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.50 x 28mm synergy megatron was advanced for treatment. However, when inserting the megatron into the guide, the shaft snapped in half at the middle of the delivery system. The pieces were removed with no issues and the procedure was completed with a new device. No patient complications were reported.